Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm on the insulin pump during the prime/compromised force sensor system alarm test due to a faulty force sensor resistor. The pump had a cracked reservoir tube lip, cracked battery tube threads, and a scratched display window during the visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that when he primes, insulin will come out but the pump will never show any numbers. Customer's blood glucose was 312 mg/dl. Customer will treat with his back-up plan. Customer was receiving a compromised force sensor system alarm and was unable to exit the preparing to prime loop. Customer stated that he was not wearing the pump during priming. Customer was unable to successfully prime the infusion set. Customer tried the pen test and received the same alarm again. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.